Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the user was drawing labs from patient mediport appliance when the maxplus connector piston stuck down after removing the syringe. The user noticed that within a few seconds the piston then pressurized causing blood to leak inside the connector and leak. There was no harm to the patient or staff .